Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump powered off by itself with no alarm. The pump was programmed to deliver an unspecified IV solution and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse entered the patient's room and noted that the device had a "black screen" and had powered off by itself with no alarm. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device would not power on. Though requested, no additional information was provided.